Manufacturer narrative:
(B)(4). Date sent: 01/02/2020.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2019. Date of event: unknown, assumed the 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Na. What is the lot number of the linx device? Na. Can you please follow-up with the surgeon and ask the following? What was the sizing technique that was used (sizing of the esophagus instructions per the IFU or another technique)? Sizing per IFU- 3 sizes up from the ¿pop¿. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe enough to have it removed. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient had metal allergy, but supposedly not titanium. Was the device found in the correct position/geometry at the time of removal? Device was in the correct position.

Event description:
It was reported that post implant "last weekend", exact date unknown, of a lxmc14, severe and worsening dysphagia all of a sudden. It is unknown of the issue resolved with the explant of the device. Unknown next steps. The device was implanted nine months previous. The surgeon did an upper gi along with an egd along with a dilation prior to explant and that was ineffective. The patient was admitted twice with these issues, the third time they were admitted they explanted the device. Time frames are unknown.